Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was trying to put in her blood glucose and none of the buttons would respond. Customer took the battery out and put it back in the pump. Customer then received the button error. Customer's blood glucose was 327 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. However, the act button was unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.